Event description:
Distributor reported a crack and leak in a mp1000-c valve. A home health pt who administers her own tpn/hydration and has used the mp1000-c for more than 5 years was starting her hydration and after attaching the line to the maxplus valve noticed fluid leaking from a crack in the base of the valve. The maxplus valve was replaced two additional times before she was able to restart her infusion without leakage. There was no pt harm or medical intervention required. No further pt or event info was provided.

Manufacturer narrative:
Manufacturer's report date on: (B)(4) 2013. Internal file no: (B)(4). Although requested, the has not been received. A follow up report with failure investigation results will be submitted should the device be returned for evaluation.